Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had no delivery alarms. Customer stated they have changed the reservoir and infusion sets, but the alarm persisted. The customer's blood glucose was 151 mg/dl at the time of incident. Troubleshooting found insulin was unable to exit during a fixed prime. It was also found insulin was unable to exit with a push plunger and there was greater than normal resistance. Customer's blood glucose was 349 mg/dl at the time of the call. The customer was advised the infusion set and reservoir needed to be replaced. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.